Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(6) (system 2), is related to case with patient identifier (B)(6) (system 1).

Event description:
Customer allegedly received the following results, with two different aviva meters, within 10 minutes: 233 mg/dl, 293 mg/dl, 193 mg/dl (system 1), and 140 mg/dl (system 2). No adverse event reported. The strip lot number was not provided for (system 2). Return of the suspect device was requested for evaluation.